Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the implant procedure, the left ventricular (lv) pacing impedances were greater than 2000 ohms. When the lv lead was tested through the pacing system analyzer (psa), the pacing impedance was around 2100 ohms. When tested through the device, the lv pacing impedance was greater than 3000 ohms. It was noted the threshold and instrinsic amplitude were normal. Technical services indicated the pacing impedance range for the lv lead was up to 3000 ohms. Additional information was received that this lv lead remains in service with no further issues. No adverse patient effects were reported.